Manufacturer narrative:
Citation: sarikouch, s. Et al. Decellularized fresh homografts for pulmonary valve replacement: a decade of clinical experience. European journal of cardio-thoracic surgery. 2016; 50:281¿290 doi 10.1093/ejcts/ezw050 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that compared the use of decellularized fresh pulmonary homografts (dphs), cryopreserved pulmonary homografts (chs) and bovine jugular vein conduits for pulmonary valve replacement. All data were collected from a multi-center right ventricular outflow tract (rvot) registry between 2005 and 2015. The study population included 3 cohorts each of 93 patients. The cohort of the bovine jugular vein conduits were predominantly female; mean age 15.6 ± 9.9 years and were implanted with a contegra device (serial numbers not provided). Among all patients, implanted with a contegra, adverse events included: increased gradient measurements, endocarditis and hemodynamic relevant degeneration treated with valve explant. No additional adverse patient effects or product performance issues were reported.